Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during manual prime. Blood glucose value was 96 mg/dl. Customer was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did not exit. Customer then instructed to assemble a new infusion set with current reservoir but was still unable to prime so it was advised to change the reservoir. Product would not be replaced or returned.